Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure the lead had high thresholds and no capture despite several positioning attempts. The patient was transferred to another hospital and the lead was removed and replaced. No patient complications have been reported as a result of this event.